Event description:
The customer called to report that the insulin pump was erasing all of the settings about 4 times a day. The customer then stated, he had been experiencing low blood glucose ever since he started taking testosterone shots. The customer further stated that he was hospitalized for a severe insulin reaction and stated he was in a comatose-like state for several days. He stated, he had an infection due to food poisoning as well. In addition, the customer stated he wore the insulin pump during a bone scan. Troubleshooting was performed, and the insulin pump passed the displacement test and the programming was correct.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.